Event description:
It was reported that during a tendonitis procedure (B)(4) using a topaz al arthroward there was no rf output coming from the wand. The manufacturer was unable to confirm how the procedure was completed; however, no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.